Event description:
Per the clnic, the device was explanted on (B)(6), 2011, due to skin flap necrosis. The patient was implanted in the contralateral ear during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.